Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
A guiding catheter was engaged to the target lesion and a guide wire was inserted into the distal end of the left anterior descending branch. Then a route guide wire was inserted into the first diagonal branch. A 3.0x23mm cypher stent was delivered to the target lesion without a problem for direct stenting. While the stent was being inflated, the balloon ruptured under nominal pressure and blood was flowing back. The stent was ultimately implanted. After removing the stent delivery system, the physician found a dissection at the distal end of the cypher stent by coronary angiography. Therefore, to treat the dissection a 3.5 x 18mm cypher stent and a 3.0 x 33mm cypher stent were implanted at the distal end of the cypher with overlap. Intra vascular ultrasound was conducted and procedural success was confirmed. Post-dilation was performed with a balloon at the proximal end of the initially implanted cypher. There was no reported patient injury. The patient was admitted for a procedure in 2007. The patient had a moderately calcified, 90% lesion in the proximal to mid left anterior descending branch.